Event description:
It was reported that while the ventilator was connected to a pt, it alarmed for high airway pressure and low expired minute volume. There was no pt injury. (B)(4).

Manufacturer narrative:
Our field service engineer has been on site and has started the investigation. A supplemental medwatch will be provided when the investigation is finished. (B)(4).